Event description:
It was reported that after sterilization, the handpiece was leaking a red fluid. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is pending. This report will be updated when the investigation is complete.